Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the vio integrated electrosurgical generator unit (iesu) was having an error while the customer was using monopolar energy. Prior to calling intuitive surgical, inc. (Isi) technical support engineer, the customer changed the instruments, cables, and bovie pad with no change. The customer checked the foot pedals and disconnected them from the back of the iesu and the error still persisted when monopolar cut or coag. The customer power cycled the system with no change and would attempt to use a third-party generator. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm via system logs and reproduce the issue by placing the unit on an in-house system and run in normal mode.